Event description:
Patient had implant in left mandible in 1986 somewhere in ohio. Since that time she has had multiple acute episodes of infection associated with the implant with chronic drainage from oris requiring multiple courses of antibiotics to control. Patient in continual discomfort. There is erosion of bone around infected implant. Removal and debridement on 12/16/92invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.